Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the top of the reservoir compartment was damaged and the reservoir is unable to lock in place when inserted into pump. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and pump received with broken reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.